Manufacturer narrative:
Clinical investigation: a temporal relationship exists between peritoneal dialysis therapy with the liberty select cycler and the patient¿s peritonitis event. Based on the reported information the cause of patient¿s peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of pantoea species which is an organism that may colonize the skin, respiratory, urinary, and gastrointestinal tracts of patients. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. There were no reported issues with any fresenius products that caused or contributed to the reported event. During follow-up, the patient¿s pd nurse reported that a pd culture was obtained (in the outpatient pd clinic) that yielded growth of pantoea species bacteria. The patient was treated with ceftazidime 2 grams intra-peritoneal (ip) on an outpatient basis. The patient is reportedly recovering and continues pd with the same cycler without any further issues. The nurse was not able to provide the cause of the peritonitis. However, the nurse stated the patient did not have any fluid leaks or any issues with a fresenius device or product in relation to the event.